Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.   Letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. (B)(4).

Event description:
According to available information, fluid loss.

Manufacturer narrative:
This follow up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed separations through both exhaust tubes of the pump. Testing revealed these to be sites of leakage. Based on recreation of the position of the tubes according to the abrasion patterns, quality was able to demonstrate that the pump exhaust tubes and inlet tube were overlapping each other while in-vivo. This positioning, in combination with device usage over time, could contribute to the eventual separation through the shorter exhaust tube of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. The pump fails the back pressure test. As the device had been implanted for over almost 4 years, the valve seat may have worn and resulted in the pump back pressure test failure.